Event description:
It was reported by the customer that the device was displaying an illuminated service indicator and had an error code in memory that indicates a potentially critical failure. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The error code was cleared and a performance inspection procedure was performed. Proper device operation was then observed through functional and performance testing. The device was returned to the customer for use.